Manufacturer narrative:
Per tandem¿s user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over de¬livery of insulin. This can cause serious injury or death from very low blood glucose¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, customer delivered a bolus during troubleshooting and saw insulin exit the tubing. Reportedly, halfway through the bolus, customer reconnected at the site and the occlusion alarm did not reoccur. Blood glucose was 432 mg/dl. Reportedly, the supplies were changed to address the event.